Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 92mg/dl which was considered low to the customer. Carbohydrates were consumed to address the bg level. An infusion set change was performed to address the occlusion alarm. Reportedly, the customer believed that although occlusion alarms occurred, insulin was being delivered to their body. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.